Event description:
Caller reported blood glucose results of 495 mg/dl, 320 mg/dl, 48 mg/dl, and 112 mg/dl on two mobile systems, 112 mg/dl on compact system within 10 minutes. Customer cannot say which mobile meter provided which result. No adverse event was reported. The strips are unavailable for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Strips not available for return.